Manufacturer narrative:
H3: other; device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. Based on the evidence currently available, the investigation could not determine whether a quality related issue has resulted in the customer reported problem. The probable cause is unknown due to no product returned for evaluation. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that when they inserted #24g IV into the hand, beautiful flash, then catheter appeared to break, and blood began "oozing" out of catheter as registered nurse (rn) advanced catheter. When the rn attempted to obtain labs while catheter not fully advanced a "suction" sound was heard from the exposed catheter. Then it was then removed and observed to be bent/ broken. There was a patient involvement and unknown patient harm/adverse event reported.